Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:02-the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the revel ventilator blower is not functioning. At this time, there was no information for patient associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical was unable to duplicate the reported complaint but verified through event trace. An inspection of the uut revealed no damage. Placed the uut on a known good docking cradle and used ptprogrammer to check the communication between uut modules. Removed the uut from the docking cradle and attached a known good circuit lung and flow analyzer. Power up uut, execute post (power on self-test) for further operations in "startup mode" following section 7-25 of the ptv service manual, and pass. The unit will be forwarded to factory service. Replace material as required, rework to current configuration, recalibrate & retest per specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.